Event description:
The product was initially returned to allergan without an rga or a complaint ID number. Follow-up findings: the device was explanted based on leakage and infection. The pt also had mentioned to the physician temporary vision loss and difficulty walking.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/may/09. Visual examination of the returned device determined the access port tubing connector to be taper ii. Analysis of the device noted damage from a sharp instrument, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). In addition, analysis noted material pulled from the septum of the port. Performance tests indicate leakage at this access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments". Infection is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated". Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss.